Manufacturer narrative:
Other applicable components are: product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2004. Product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving 20 mg/ml morphine at a dose of 12.966 mg/day, 2000 mcg/ml fentanyl at a dose of 1296.6 mcg/day, and 150 mcg/ml clonidine at a dose of 97.25 mcg/day via an implantable pump for non-malignant pain. It was reported that the patient started feeling nauseous on (B)(6) 2017. The patient went to the emergency room (ER) on (B)(6) 2017. The pump was interrogated on (B)(6) 2017. A dye study was attempted, but the healthcare provider (hcp) was unable to aspirate the catheter and unable to complete the dye study. On (B)(6) 2017, the managing hcp and implanting hcp agreed and ordered a single bolus of 25% of the patient¿s daily dose. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the event. It was unknownif the issue was resolved and the patient status was alive with no injury. It was reported that surgical intervention did not occur and it was unknown if surgical intervention was planned. The patient weight and medical history were asked, but unknown. Additionalinformation was received on (B)(6) 2017. The results of the single bolus of 25% of the p atient¿s daily dose were unknown. The actions/interventions, cause, and resolution of the event were unknown. The representative had no further information to report. The pump logs were received from (B)(6) 2017. The estimated elective replacement indicator was at 80 months. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.